Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was not careful when increasing stimulation and received a jolting/stabbing sensation. The patient also mentioned that he had some scrotum pain (not device related), which made it difficult to tell if he felt stimulation. The patient did not feel a flutter sensation, it was more of an electric jolt/pin prick sensation. The patient¿s frequency was the same. The patient reportedly had stimulation a little higher than 0.0 volts.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).